Manufacturer narrative:
(B)(4). B5: describe event or problem - additional d9: device available for evaluation - additional h2: additional information/device evaluation h3: device evaluated by manufacturer - additional h6: adverse event problem ¿ additional.

Event description:
Product was provided for investigation but was not investigated as analysis would not be able to confirm complaint or determine a probable cause. Confirmation of the allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, the patient developed swelling under the sensor patch area. Prior to sensor insertion the area was prepped with alcohol. On (B)(6) 2024, the patient¿s husband took her to the emergency room (ER) because her whole arm was swollen, ¿stiff¿, and painful. The patient removed the g7 wearable at the emergency room (ER). The doctor diagnosed the area as cellulitis and prescribed the patient the following oral medications: naproxen (500 mg) and cephalexin (500 mg). The patient was discharged home on the same day. The patient was in good condition at the time of report. No additional patient or event information is available.